Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 485 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting and abdominal pain. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege pump was under delivering. Customer treated her nausea with her medication from her doctor at home to stop it and avoid her from vomiting. The customer stated that the auto mode feature was not active and automatically adjusting insulin delivery at time of high blood glucose event. The insulin pump will not be returned for analysis.